Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2017 during which the surgeon noted ¿the mesh was ingrown into the small bowel. It was found that the mesh was infected and was excised. Portions of the small bowel which were adherent to the mesh were also resected.¿ it was reported that the patient experienced severe pain, constipation, infections, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.